Event description:
Technical services received a call on 9/27/12. It was noted that this rv lead had high thresholds. Lead was implanted (B)(6) 2006 and was capped on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).